Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when the device door was opened. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device audible alarmed a "raspy" tone when the device door was opened. This was due to the piezo buzzer. Additional during testing, the device did not alarm when the slide clamp was not in position. The was due to the slide sensor flag was stuck in the down position due to spillage. The probable cause for spillage is use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.